Manufacturer narrative:
Actual complaint device was received by numed. The catheter and guidewire were sent back together and were bloody. Dried contrast was in both the balloon and th shaft of the catheter. The guidewire was stuck in the lumen of the catheter. The inflation/deflation issue was confirmed. It was due to a kink 12cm from the distal tip of the catheter. It is unknown when and how this kink occurred. It could have been from the guidewire becoming stuck in the lumen of the catheter. A comparative catheter of the same size was pulled and tested for inflation and deflation times. The inflation time was 2 seconds and the deflation time was 4.5 second, which were both well within specifications. This catheter is only indicated for pediatric pulmonary valvoplasty indications. This device was being used off-label for aortic valvuloplasty.

Event description:
From the FDA medsun mandatory and voluntary report from sent to FDA by the user facility - " the physician introducted the balloon into patient and tried to inflate. The balloon would not inflate and so was removed along with the wire. There was another attempt to re-inflate the balloon outside of the body and it required very high pressure to inflate, and was very difficult to deflate. Therefore the balloon was sent back to the company for analysis as it was non-functional." They also stated that the catheter was being used for "balloon valvuloplasty of aortic valve". The original incident report ((B)(6) 2015) from the facility was documented as follows - "physician introduced balloon in to patient and tried to inflate when across the valve. The balloon would not inflate. Physician removed the balloon and successfully inflated it on the table. After inflation the balloon would not deflate.